Event description:
Reportedly, the surgeon fired the eea and then encountered difficulty upon removal. The surgeon fired the instrument again and continued to experienced difficulty removing the instrument. Then the anvil detached from the shaft. The procedure was converted to an open and repair of the gastrojejunostomy was necessary. There was tissue damage to the gastrojejunostomy.